Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 441 mg/dl and self-treating with 11 units of insulin (type unspecified). Customer subsequently lost consciousness and was found by her husband who contacted emergency services. A reading of 20 mg/dl was obtained on an unspecified device. Customer was transported to a hospital by her husband and awoke in the hospital where multiple sensor scan results were obtained and shown to be higher than readings obtained on the hcp device. Additional treatment details were not provided. There was no report of death or permanent injury associated with this event.